Manufacturer narrative:
The pad-pak was first successfully installed by the user in november 2009 and performed to specification up to the 16th february 2014. The device failed a self-test due to a low battery on the 23rd february 2014. The device passed a self-test due to a low battery on the 23rd february 2014, an increase in voltage was recorded suggesting a further pad-pak was installed. Multiple manual power ups, mainly of 10 minutes duration were recorded between the 14th july 2014 and the 21st july 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.